Manufacturer narrative:
The physician reported that the jaw was intact when the precision bipolar device was removed from the patient. However, the nurse noticed that a piece of the jaw was missing when the device was to be discarded. There was no report of patient injury. The patient is doing well. Damage to the jaw was confirmed when the device was received from the customer. The bottom plastic assembly of the jaw was bent and the upper jaw tip was broken. It appears that excessive force was applied to the jaws or that they experienced an impact. It is believed that the damage was due to abuse. The physician acknowledged that he also uses the bipolar device as a dissector to separate tissue. This is not the intended use of this device. As stated in the instructions for use, "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument". No further action is deemed necessary.

Event description:
The physician reported that the jaws were intact when the precision bipolar device was removed from the patient. However, the nurse noticed that a piece of the jaw was missing when the device was to be discarded. There was no report of patient injury. The patient is doing well.